Event description:
It was reported that the asymptomatic patient presented in clinic for routine followup. Stored records of non-sustained ventricular oversensing were observed. Technical services indicated the noise was too large to solve through programming changes. No other electrical anomalies were observed on the lead. No further intervention was planned and the patient will continue to be monitored.

Event description:
Additional information received indicated that tachycardia therapies were disabled due to end of life care and patient's request. The patient was stable at the time of call and will continue to be monitored.

Manufacturer narrative:
(B)(4).